Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a hemorrhoidectomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the bands did not roll off properly; they stayed on the tip of the ligator cap. There was no damage noted to the device, or device packaging. There was no difficulty experienced with setting up the device. Another speedband superview super 7 device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.